Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-03864. It was originally reported that damage to the mobile power unit (mpu) was suspected on (B)(6) 2020 and that the mpu was to be replaced and sent for evaluation when possible. The lvad could only be powered properly from 14v batteries. When connected to the mpu there were replace power and low battery alarms. It was later reported that an inspection on (B)(6) 2020 revealed a system controller failure. There was a communication issue between the system controller and the system monitor and it was not possible to download logfiles. The primary system controller (serial # (B)(4)) was replaced with a new one. The patient's mpu worked correctly with the new system controller and it was possible to communicate data to the system monitor. The mpu was operational and remained with the patient. The controller was to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to communicate with a system monitor was confirmed. The downloaded log file spanned approximately 1 days ((B)(6) 2020 from 09:09:39 to 11:30:49 per the timestamp). The data after (B)(6) 2020 is from the evaluation of the controller and is not from patient use. The driveline was disconnected on (B)(6) 2020 at 11:07:15 for a controller exchange. No other notable alarm was observed. Initial evaluation of the returned heartmate 3 system controller, serial (B)(6), reproduced the communication issue between the system controller and a system monitor. Further testing to determine the cause of the communication issue cannot be performed as it resolved on its own, and the communication issue was not reproduced. The controller was functionally tested and was able to support the mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook section 1 ¿ ¿introduction¿ cautions users to call their hospital contact if they think, for any reason, any portion of their equipment is broken or in need of service. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate 3 IFU section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.